Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass. The pump was received with scratched lcd window near the upper left corner, cracked case at bottom left and right corner at display window, cracked reservoir tube lip and missing end cap sticker. No cracked lcd window on the upper left corner noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of display anomaly and damage from the insulin pump. The customer's blood glucose reading was 138 mg/dl. The customer stated that there are black lines across his screen and he cannot read it. The customer stated that there is a crack on the upper left hand corner of the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.